Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to inform that a burning smell caused stat patient results to be delayed by two hours. The ccc confirmed no instrument lockup or communication error during the reported event and dispatched a siemens customer service engineer (cse) to the customer site. Siemens verified the correct voltage supply coming from the wall. An inspection of the heat torch confirmed the assembly is overheating and the cse performed a replacement. A system check was run and completed with no issue. The customer ran quality controls and patient samples with no issues. Siemens concludes the cause of the burning smell was from a defective cuvette heat torch. The cse performed routine troubleshooting to identify and correct the problem. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
The customer reported a burning smell from the dimension exl with lm system. There were no report of smoke or visible flames. The customer turned the instrument power off and sent stat samples to an alternate site for testing. There are no known reports of adverse health consequences due to the delay in stat sample testing.